Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that he procedure was to treat a mildly calcified mid left anterior descending artery that is 100% stenosed. The patient presented with angina. The lesion was pre-dilated with an unspecified semi compliant balloon and the 3.5x48mm xience xpedition was deployed at 18 atmospheres. Fluoroscopy after stenting revealed a dissection at the distal end of the stent. The dissection was treated with another 3.5x48mm xience xpedition stent. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.